Event description:
The customer reported a blood leak occurred at about 727 ml whole blood processed during a single needle mode treatment. The treatment was aborted and the blood in the kit was not returned to the patient. The customer requested assistance in estimating the red cell loss for the patient. A clinical service specialist assisted the customer with this using technical bulletin clx #08. The customer stated the patient was stable. The customer reported the blood leak seemed to be from a tear or pinhole in the drive tube, between the two drive tube bearings. The customer reported both drive tube bearings were still installed into the drive tube bearing retainers when the leak occurred. The customer stated the upper bearing seemed to be loose on the drive tube and was able to slide along the drive tube. The kit and pictures will be returned for evaluation. Service order (B)(4) was also generated.

Manufacturer narrative:
Batch record review of lot c324 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. Trends were reviewed for complaint categories, drive tube leak/break and alarm #7: blood leak (centrifuge chamber). No trend was detected for complaint categories, drive tube leak/break and alarm #7: blood leak (centrifuge chamber). CAPA 1016 was initiated for complaint category, drive tube leak/break. Service order feedback for service order (B)(4): the service technician cleaned the blood spill in the centrifuge and ran system checkout. Service order (B)(4) is now closed and no further action is required. This assessment is based on information available at the time of the investigation. Analysis of the returned smart card data, pictures, and kit is in progress. A supplemental report will be filed when this analysis is complete. (B)(4).